Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: patient presented with following pre-op diagnoses: nonunion of a previous l3-l5 fusion. For which, patient underwent following procedures: removal of hardware from ebi from l3 to l5. Right iliac crest autograft harvest. Redo l3 to l5 fusion with autograft plus bone morphogenic protein with aesculap pedicle screws. Intra-op significant findings: nonunion, l4-5 on the left side. Loose l3 pedicle screw on the right side. Per op notes, the patient was positioned prone on the jackson table. A loose l3 pedicle screw was noted on the right side. Using the ebi hardware removal set, the l3 to l5 hardware was removed. Pedicle holes were tapped. They were found to be adequate. Pedicle screws were reintroduced from l3 to l5. Autograft harvested from the hip combined with bmp was used to complete the fusion. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2004: patient got discharged. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.